Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2021.   Additional information: h6. Additional information was requested and the following was obtained: please confirm if there were no patient consequences due to the event? No patient consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. Summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if there were no patient consequences due to the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a c-section under combined spinal and epidural anesthesia surgery on (B)(6) and the suture was used. It was reported that the suture broke during sewing skin. Another like suture was used to complete the procedure.